Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Upon interrogation, electrograms stored on the pacemaker could not be viewed, and an error message was displayed. No programming changes were made.